Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), poduct type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v078937, implanted: 2008 (B)(6), product type lead, product ID 3389s-40, lot# v053074, implanted: 2008 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported, there was discomfort at the extension/lead connection site. It was also noted, the etiology was at the incisional site and device tract. Two days later it was reported, there was implant site pain. No further information was reported.

Event description:
It was reported the patient had increasing discomfort from the extension attachment behind their left ear. When the area was palpated it was noted there was a hard spot on the head when touched. Intervention included repositioning of the extension. It was noted it was related to the device or therapy and possibly related to the implant procedure. Event necessitated surgical intervention. Patient recovered without sequela.